Manufacturer narrative:
Report date: 23jan2019. Date rec'd by MFR: 22jan2019. Philip's technical services provided the customer with the part number for the switch printed circuit board to user interface cable. Numerous attempts were made to obtain information regarding the repair of the device from the customer, however no response was received. No parts were returned to philips for evaluation, therefore, a root cause cold not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 14dec2018. Date of manufacturer: 13dec2018.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported damaged switch pcb to ui cable. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.